Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with serial number label missing, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump at the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error and crack is seen on the backside from top to bottom. Customer absence of audible alarms and after performing self-test hardware low level failures error occurred. Customer stated that insulin pump did passed the new self test and passed the displacement test. Customer had high blood glucose level of 600 mg/dl and was hospitalized. The insulin pump will be returned for analysis